Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Testing on the pump was performed by the distributor and no issues were observed pertaining to the cartridge change error. Customer reverted to an alternate form of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.